Event description:
It was reported that there was a problem with a neurostimulator lead. When the health care professional opened up the package, it was discovered that the tip of the lead was bent. The lead was not implanted in the patient. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.